Manufacturer narrative:
(B)(4). Device investigation could not be conducted since it was not returned to manufacturer. Lot history review revealed no anomaly relating with reported event. No other similar event was reported for this lot product. Since all the shipped products are inspected for meeting the products specifications and shipping criteria. Based on the information reviewed, there is no indication of a product deficiency. Based on the provided information, it is presumed that the guidewire distal end was trapped by the stents when it was inadvertently pulled back after implantation of new stent, and further removal of the guidewire with force led the breakage of the tip. Warning section of the IFU describes - if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. - do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guidewire may break or break apart.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, patient had been implanted stent(s) at lmt-lad, and heavily calcified lesion at #11 to treat. Guidewires were inserted to each of lad, lcx and hl, a balloon dilatation catheter was advanced to target lesion and dilated, a stent was deployed. Additional dilatation was performed to lad and lcx by kissing balloon technique. When removal of the guidewire from hl was made, it was found being stuck in the vessel. Further attempt of removal was made with force, it was found that the guidewire was trapped between previously implanted stent and newly implanted stent, tip was broken off, and remained in the lmt. Procedure was stopped and patient was transferred to ICU, next day to patient room. Nine days later, the separated guidewire fragment was removed out by snare, and patient was discharged next day.